Event description:
It was reported that patient had tingling down her left arm that started about a week ago. Review of the report found that there was noise on the right ventricular (rv) lead, where it appeared that the device had been programmed to unipolar in the past potentially due to a known issue with the lead. The impedances were tested in bipolar at less than 200 ohms, and in unipolar the impedances measured 226 ohms. The patient was not dependent. The field representative planned to discuss the findings and symptoms with the clinic. The system remains in-service at this time. No adverse patient effects were reported.